Event description:
It was reported during a ptca/stent procedure following stent deployment an attempt was made to deploy a second stent, distal to the first (contrary to instructions for use), to treat a suspected lesion. The balloon was noted to rupture during deployment and attempts to fully deploy the stent were made by rapidly inflating the balloon. The delivery system balloon was deflated and resistance was met. The pt became hypotensive and angiography revealed slow perfusion throughout the entire left coronary system. The pt was then anaesthetized, resuscitated and adrenaline was infused. The balloon was again inflated rapidly, allowing complete deployment of the stent and removal of the delivery system from the vessel. Another co's balloon was inflated within the stented area restoring some perfusion to the vessel. Despite the successful stent deployment, and the reperfusion to the vessel, the physician was concerned about a possible dissection of the left main and the decision was made to sent the pt for bypass surgery. The pt expired during surgery. Review of the "cine" revealed the second stent was not deployed at the intended implantation site.